Event description:
It was reported that the patient was having stimulation and charging issues. It was stated that "most of the time" the patient "could not even use" the device. In terms of the stimulation, the patient reportedly could not "get to where it needs to be without affecting other parts of the body." It was noted that the patient was "not worried" about her back pain because it was maintained with medication, but pain medications do not relieve pain in her legs. It was stated that the leg pain was "very bad," and the patient had to "turn up the frequency up high" to "overpower" the pain in her leg. It was further stated that the patient felt like she was being "suffocated" and "everything" from her hips to her chest was "being crushed" due to the high frequency. The patient stated that it felt like it "wrapped around from her back all the way around until it felt like her internal organs were being crushed to death." It was noted that there were "so many" adjustments at trying to get the effective frequency "without it affecting her torso." It was indicated that "this all started from day one." It was noted that the patient thought about "getting it taken out" and started working with pain management. The patient reportedly was told that the device would help the lumbar area but "the nerve was dead." It was stated that the nerve that went the patient's leg was "dead" and the lead was "affecting other nerves." It was stated that lead "looked great" in the x-rays. The patient reportedly saw "many" manufacturer representatives and "got the same results." It was noted that the settings were "what they set it at the last reprogramming" and "sometimes" the leg pain was "not so severe." It was stated that the stimulation went up to the patient's torso or down to the patient's feet, in which she could "not feel the floor." It was noted that the patient "only had one setting" and could not stand for an hour for reprogramming. The patient reportedly needed to adjust according to what the patient was doing. It was stated that the patient would charge the device "and then the implanted battery went dead." It was noted that the patient continued to recharge "once a week" and that it "took forever to charge." The patient reportedly put herself into rehabilitation before the 2009 implant. It was noted that the patient did not want to "get back into the narcotics" and that she now took a generic hydrocodone. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2007 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).